Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of cardiac arrest resulting in death. However, there is no documentation that shows a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The patient cause of death is attributed to cardiac arrest. This patient has significant cardiac comorbidities, including need for cagb (date unknown) and coronary artery disease (cad). End stage renal disease (esrd) patients are at an extraordinarily higher risk for death with the largest cause being attributed to sudden cardiac arrest. No alarms or treatment issues were noted in review of the patient treatment record. Based on the available information the liberty select cycler can be excluded as causing the patient¿s cardiac arrest and subsequent death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported the patient expired during treatment. The peritoneal dialysis registered nurse (pdrn) was requesting a review of the treatment data for the event date which did not show any alarms during treatment or any increased intraperitoneal volume (iipv). Upon follow up with the pdrn the patient began continuous cycling peritoneal dialysis (ccpd) therapy on (B)(6) 2019 at 11:27pm. The treatment was completed on (B)(6) 2019. At 8:27am on (B)(6) 2019 the patient¿s insulin pump was alarming. The patient has type I diabetes. The patient contact went to check the alarm and found the patient unresponsive and warm. 911 was called and the patient contact began cardiopulmonary resuscitation (CPR). Emergency medical services (ems) arrived and took over resuscitative efforts, however, the efforts were unsuccessful, and the patient expired at home. Per the pdrn, the doctor listed the cause of death as cardiac arrest. The patient has significant cardiac history including coronary artery bypass graft (CABG) and hypertension. The pdrn confirmed there were no issues during the patient¿s treatment, and she did not experience any issues with the liberty select cycler.